Event description:
Customer reports 3 patient samples generated erroneous total protein results. It was expected these samples would have very high total protein results. Results for only one patient sample have been provided. Initial result gave 2.19 g/l with a > test range flag. An automatic repeat with dilution was performed by the analyzer resulting at 0.75 g/l. Erroneous results were reported for 2 of the 3 patient samples. No information provided to determine which patient results were reported, or if any patients were adversely affected. If additional information is received, appropriate notification will be provided.